Manufacturer narrative:
Complaint conclusion: as reported, a 2mm x 10cm 90cm saber percutaneous transluminal angioplasty (pta) balloon catheter could not cross the lesion and the distal tip of the device became frayed. There were no reported injuries to the patient. This was during an interventional procedure to treat a superficial femoral artery (sfa) lesion. There was mild tortuosity at the lesion but no signs of calcification. The device was prepped per the instructions for use (IFU) and there were no observed damages on the device or device packaging prior to use. There were no difficulties removing any of the sterile packaging components and the device maintained negative pressure during preparation. The physician achieved certification on the use of the saber pta balloon catheter and has used the device several times prior to this procedure. The device was able to be removed easily from the patient and remained in one piece during its removal. The device will be returned for evaluation. A non-sterile saber 2mm x 10cm 90 was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing that it does not present any damages or anomalies. The balloon was received without deflated. A product history record (phr) review of lot 82208963 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿pta/ptca system failure to cross¿ and ¿distal tip - frayed/split/torn¿ were not confirmed during device analysis as no anomalies were noted on the device related to the reported events. The exact cause cannot be determined. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies were noted to the device. According to the warnings in the safety information in the instructions for use ¿prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Place the prepared catheter over a prepositioned guidewire and advance the tip to the introduction site. Note: balloon inflation should be performed with the guidewire extended beyond the catheter tip. It is strongly recommended that the guidewire, the balloon catheter, or both, remain across the lesion until the procedure is complete and the dilatation system is to be removed from the vessel. Note: to preserve the folded balloon shape during insertion and catheter manipulation, maintain a vacuum on the inflation lumen. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82208963 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 2mm x 10cm 90cm saber percutaneous transluminal angioplasty (pta) balloon catheter could not cross the lesion and the distal tip of the device became frayed. There were no reported injuries to the patient. This was during an interventional procedure to treat a superficial femoral artery (sfa) lesion. There was mild tortuosity at the lesion but no signs of calcification. The device was prepped per the instructions for use (IFU) and there were no observed damages on the device or device packaging prior to use. There were no difficulties removing any of the sterile packaging components and the device maintained negative pressure during preparation. The physician achieved certification on the use of the saber pta balloon catheter and has used the device several times prior to this procedure. The device was able to be removed easily from the patient and remained in one piece during its removal. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.